Manufacturer narrative:
This report is being supplemented to provide additional evaluation results. In addition to previous evaluation results, evaluation found the coating of the insertion section was peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the likely reduced of the events are presumed to be breakage of circuit board at the scope connector affected the suggested event as corrosion due to water invasion of the scope connector was confirmed. Additionally, multiple stress such as physical stress/chemical stress were applied to insertion section of the device and/or storage environment. The event can be reduce and prevented by following the instructions for use (IFU) which state: -if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. 5.4 leakage testing of the endoscope_¿ perform the leakage test -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Chapter 8 storage and disposal_8.1 precautions of storage and disposal -to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed and the error message was not reproduced. Evaluation did find the instrument tube was leaking, the bending angle in the down direction did not meet standard value due to deformation of the bending tube, the scope connector and control unit had corrosion due to water leakage, the scope cover unit had a crack, the insertion section was scratched and worn, and the switches did not work. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite bronchovideoscope displayed an e315 unsupported scope error message. The error message was displayed when preparing the scope for use in a diagnostic bronchial examination. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event.